Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The patient's attorney has alleged: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The patient's attorney has alleged: (B)(6) 2006 - the patient underwent surgery for implant of an unspecified bard/davol ventralex mesh. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with small bowel obstruction secondary to two incarcerated incisional hernia thereby underwent open hernia repair with the implant of ventralex mesh. Per operative notes, "the hernia sac was freed and opened at the base of the sac. A small amount of bowel was reduced into the abdominal cavity. The incarcerated omentum was stuck in the sac and was removed. Another defect medially, a large sac with incarcerated omentum was noted. The contents were removed. The defects were cleared. A ventralex mesh was placed over the area and sewn." (B)(6) 2009 - patient was diagnosed with intra-abdominal adhesions and incarcerated ventral hernia thereby underwent laparoscopic lysis of adhesions and implant of biologic mesh. Per operative notes, "massive adhesions were seen in periumbilical region and were taken down. Below the umbilicus, was a portion of incarcerated small bowel. The hernia sac was opened and noted to contain small bowel. A biologic mesh was placed over the defect and sutured." (B)(6) 2015 - patient was diagnosed with multiple recurrent incisional hernia thereby underwent open hernia repair with the removal of meshes and implant of synthetic mesh. Per operative notes, "the hernia sac was noted in upper abdomen and dissected the sac off the small bowel. The defect was incarcerated with small bowel and adhesions were taken down. Two small hernia defects were noted, there was a mesh (ventralex) noted inferior to the defect. Another synthetic mesh was noted. Both the meshes were completely removed. Small serosal tear was noted. A synthetic mesh was placed in the preperitoneal place and sutured." Attorney alleges that the patient had adhesions, bowel perforation, pain, hernia recurrence, extreme nausea and violent projectile vomiting.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 3 months post implant of mesh - ventralex, patient was diagnosed with hernia recurrence, adhesions and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, adhesions and pain as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.